Event description:
Caller reported a cartridge alarm that occurred during the load process, but it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer waited for the appropriate prompt before removing the used cartridge and was able to reload the same cartridge successfully without needing additional assistance.